Event description:
According to the reporter: the rubber top came off of the trocar during the case. It was recovered from the pt's cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).